Event description:
Boston scientific received information that the patient with this pacemaker system had experienced syncope twice over a three month span. The patient was evaluated both times. Device evaluation revealed a right atrial impedance of 1,550 ohms with pocket manipulation; however, all other measurements have been normal. There is no oversensing or noise stored and no evidence of inappropriate events. The cause of the syncopal episodes is unknown at this time. The patient has been scheduled to see their cardiologist.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.